Event description:
The customer reported the device shut down and went vent inop; data acquisition pcba adc (printed circuit board assembly/ analog digital converter) reference failed. No patient harm reported.